Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
It was reported patella stylus' are bent and don't attach properly. They were discarded by hospital. No pieces nothing broke, they are just bent and don't attach.